Event description:
It was reported after advancing the epicor sizing tool and passage of the ultracinch under the transverse sinus a rupture occurred. The patient presented with dyspnea and underwent a concomitant atrial fibrillation procedure for a major atrial septal defect ii (asd) repair. The physician used a right thoracotomy approach at the 5th intercostal rib. The epicor sizing tool was introduced under the superior vena cava, transverse sinus and under the inferior vena cava. A 10mm ultracinch was inserted the transverse sinus w/o difficulties. Arterial bleeding was noted and the physician performed a median sternotomy and noted the left coronary artery was torn off between the pulmonary artery and the left atrial appendage. Venous anastomosis was completed to repair the vessel. The physician continued with the closure of the asd and the pulmonary vein ablation procedure with a non sjm device. A post surgical tee revealed no residual shunt, good right ventricular function and moderate restriction of left ventricular function. The patient was transferred to the intensive care unit with stable circulatory conditions. The patient developed circulatory collapse one day later requiring the support of extracorporeal membrane oxygenation (ECMO). The patient expired seven days post procedure.

Manufacturer narrative:
The device was not returned for evaluation. Review of the device history record is not possible as the lot number of the device is unknown. The root cause for the coronary artery injury is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.